Event description:
On (B)(6) 2013 customer claims she cut herself after being advised by an agent to use a butter knife to open the bottom of her toothbrush.

Manufacturer narrative:
On (B)(6) 2013 consumer stated that her unit would stop vibrating when she put it against her teeth. After agent stated it was out of warranty (without verifying serial number) and inquired about replacing batteries in the unit without verifying model of unit. When customer asked about how to remove the bottom of the unit, the agent suggested taking to a retailer to do it herself. Agent suggested a screw driver or a butter knife to pry the unit open. After customer struggled with the unit for a few moments, agent suggested getting one of her children or husband to assist her with it. Agent offered to send a replacement. Knife slipped while agent was talking to customer and cut the customer finger "pretty deep". Requested that the unit be returned for evaluation. No medical attention was sought and the consumer stated that it seems to be healing. On (B)(4) 2013 call center agent is being retrained to follow protocols to more accurately assist consumers about the various product models.